Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server was not crossed orders to pyxis. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing into the pyxis. The technical support specialist (tss) remotely accessed the server, identified an upload delay on the station and ran a critical override and able to synchronize down. The tss also identified that the messages crossing the interface were current, and purge activity was disrupting accurate message status updates. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not crossed orders to pyxis. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the concomitant med prod data,medical device model, medical device serial and unique identifier (UDI) d4 & h4: serial number, unique device identifier and manufacturer date not available

Event description:
It was reported that when using the bd pyxis¿ es server was not crossed orders to pyxis. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.